Event description:
It was reported that customer prepped iab per procedure. However, the iab became stuck in the sheath and appeared to be unwrapping. The iab was exchanged. There were no reported pt complications.